Event description:
It was reported that a spectrum pump had flow rate inaccuracy during an unspecified process step. The reported variance was 6.59%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: h3, h6, h10. H10: the device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Flow accuracy testing was performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.